Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Additional information was received that the patient is also alleging dizziness, headache, sore throat, and nausea while using the device. Patient also alleged black filters and a burning smell from the device. Patient has also provided a last name. The previous report was also filed as an initial/final, however the manufacturer's investigation is now ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The coding in h6 reflects this change.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging dizziness, headache, sore throat, and nausea while using the device. Patient also alleged black filters and a burning smell from the device related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An inspection of the device was completed by the manufacturer and found an unknown dust contaminant was observed on the top enclosure, rear panel, bottom enclosure, on the blower, blower seal, and blower box. Hair-like particles were observed on the bottom enclosure. A blue piece of plastic-like material similar to a piece of a philips filter was observed sitting in the blower box. A keratin-like substance was observed on the blower box outlet. The manufacturer found no evidence of sound abatement foam degredation. The device downloaded event log was reviewed by the manufacturer and found one error. The manufacturer concludes the device has dust contaminant was observed on the top enclosure, rear panel, bottom enclosure, on the blower, blower seal, and blower box. Hair-like particles were observed on the bottom enclosure. A blue piece of plastic-like material similar to a piece of a philips filter was observed sitting in the blower box. A keratin-like substance was observed on the blower box outlet. There was no evidance of sound abatement foam degredation. Section d8, d9 and h3, h6 updated in this report.